Event description:
It was reported that the bd bactec¿ fx, instrument top, package produced a false positive result. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: blood culture false positives.

Manufacturer narrative:
Investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441385, (B)(6) ). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. Bd remote assistance communicated with the customer remotely and upgraded the software to v6.40. This is a confirmed failure of the bd product. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 10/2/2014. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was software issue. CAPA (corrective and preventive action) 1233452 was recently implemented for false positives. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h10.

Event description:
It was reported that the bd bactec¿ fx, instrument top, package produced a false positive result. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: blood culture false positives.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.